Event description:
It was reported by the rep that (1) er320 was used during a lumbar fusion procedure. It was reported that the device split clips out of the jaw. There was no pt consequence. The case was completed with another device.